Event description:
Complainant alleged that while attempting to defibrillate a male pt who was not moving or breathing. The nurse pressed the shock button 3 times and the device failed to discharge. Complainant alleged the device displayed "change batteries" and "release shock button" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.